Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the valve was first implanted too high and recaptured. The second attempted the valve was too deep and therefore it was recaptured. On the third attempt, the valve was in a ¿correct¿ position and was implanted. Patient anatomy factors were not identified related to the positioning issues. As reported, the leg vessel injury occurred as result of a non-medtronic closure device failure. As reported, most likely due to a fragile vessel which led to a second non-medtronic closure device (same non-medtronic manufacturer). Additionally, yet a third closure device of a different non-medtronic manufacturer was then used. The use of the closure devices led to the closure of the vessel. As reported, the closure of the vessel was not related to the medtronic products.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dc s), via the left femoral artery, the valve was partially deployed three times and fully recaptured due to repositioning. The valve was placed too high in all three attempts. The valve was implanted on the fourth deployment. Right after the implant of the valve, angiography of the leg artery showed an occlusion of the left femoral artery. Surgery was required to treat the occlusion. The occlusion resolved the same day as onset. Per the physician, the occlusion was not related to a medtronic device but was related to the valve implant procedure. The minimum diameter of the access vessel was 6 millimeters (mm). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. A: select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutpro-26; product type: 0195-heart valves; implant date: (B)(6) 2022; serial number: (B)(6), product ID l-envpro-16; product type: 0195-heart valves; lot number: 0010853192, product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.